Manufacturer narrative:
Event date is estimated. The event of an ipg replacement was reported to abbott. The ipg was at its end of life (eol). The patient experienced a loss of therapy in (B)(6) 2023. The replacement procedure took place as scheduled without any complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had reached its end of life and became inoperable. Surgical intervention took place on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.